Manufacturer narrative:
In order to fix the issue, the getinge field service engineer (fse) replaced the batteries. The unit then passed all tests and calibrations to manufacturer standard and was released for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit had a battery failure. There was no patient involvement reported .